Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked at the administration port. This occurred during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured between february 12-13, 2024. H11: a device and a photo sample were received for evaluation. The returned photograph was reviewed, and the reported issue of leakage was not easily identified. A visual inspection of the actual sample was performed, and it was noted that the fill port tubing was not properly welded as the tubing was on the outside of the bag. Functional testing was performed, and it was noted that there was a leak due to the fill port tubing being incorrectly welded. The reported condition was verified. The cause of the condition was likely due to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.